Manufacturer narrative:
(B)(4). A partial lead was returned in three segments for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the patient was hospitalized for an infectious disease and a deterioration of cardiac insufficiency. Patient also suffered from many complications and multiple organ failure. The patient expired.